Event description:
It was reported that after shaping the distal end of the device, the physician noted the distal end was broken. No other information has been provided. There was no patient contact.

Event description:
It was reported that after shaping the distal end of the device, the physician noted the distal end was broken. No other information has been provided. There was no patient contact.

Event description:
It was reported that after shaping the distal end of the device, the physician noted the distal end was broken. No other information has been provided. There was no patient contact.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the limited information available, the most likely cause of the reported event is handling damage as it is probable that handling difficulties were encountered during the preparation of the device resulting in the reported event.

Manufacturer narrative:
Correction: device avail. For eval? - corrected. Device returned to MFR.? - corrected. A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the distal tip was mis-shaped and appeared that a small area had melted. A 0.0160" mandrel was advanced from the hub to the distal tip without encountering any resistance. The device tip was not found to be broken as reported but was noted to be deformed. The observed damage most likely occurred when the tip was steam shaped in preparation to be used in the procedure. The direction for use recommends "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds." And "caution: do not position microcatheter closer than 2.54 cm (1 in) from steam source. Damage to the microcatheter may result." Therefore, the most likely cause of the observed damage was handling of the device during preparation. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Manufacturer narrative:
(B)(4).